Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: after deploying the anchor the wire stayed inside the body of the anchor. Surgeon was able to go in and grasp wire to remove the failure(s) identified in the investigation is consistent with the complaint record. The root cause was a material issue. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.